Event description:
The user states that the field service representative was onsite to do preventive maintenance and after he left they started running pts on various assays and 74 pts' results were questionable. The field service representative was dispatched in 2009, and he noticed that the syringe was loose and had air bubbles in the syringe which they thought to be the cause of the inaccurate results. The user then reran qc which was good and reran the 74 pts with different outcomes than the originals. Two pts' results were considered discrepant. Initial vancomycin result the next day, was 1.9 ug per ml, repeat result the same day, was 4.1 ug per ml. All 74 initial results were reported, but no adverse reaction has occurred from the reporting of these results.

Event description:
The user states that the field service representative was onsite to do preventive maintenance and after he left, they started running pts on various assays and 74 pts' results were questionable. The field service representative was dispatched in 2009, and he noticed that the syringe was loose and had air bubbles in the syringe which they thought to be the cause of the inaccurate results. The user then reran qc which was good and reran the 74 pts with different outcomes than the originals. Two pts' results were considered discrepant. Initial vancomycin result was 6.2 ug per ml, repeat result the next day was 7.7 ug per ml. All 74 initial results were reported, but no adverse reaction has occurred from the reporting of these results.

Manufacturer narrative:
The field service representative determined the cause to be a loose locking nut on the rt1/sr syringe and tightened the syringe lock. He performed a check test and all parameters were within specification. Calibration and qc were performed to verify the operation of the analyzer.

Manufacturer narrative:
The field service representative determined the cause to be loose locking nut on the rt1/sr syringe and tightened the syringe lock. He performed a check test and all parameters were within specification. Calibration and qc were performed to verify the operation of the analyzer.